Manufacturer narrative:
(B)(4). The customer reported a 12-lead ECG failure while monitoring. There was no report of pt impact. The unit was evaluated by philips. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determined the cause.

Event description:
The customer reported a 12-lead ECG failure while monitoring. There was no report of pt impact.